Manufacturer narrative:
The certas valve was returned for evaluation. Device history record (DHR) - the product code 828806 with lot 4660847 conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 2. The valve was visually inspected; needle holes in needle chamber. The valve was hydrated. The catheter was irrigated, no occlusions noted. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could have been due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no functional issues were noted.

Event description:
N/a.

Manufacturer narrative:
Additional information received on june 09, 2021. The second valve was implanted on (B)(6) 2021 and was then explanted on (B)(6) 2021. Patient then ended up with a strata valve (manufactured by medtronic). It was also reported that the patient symptoms had improved with pumping of the shunt valve but given the ongoing hydrocephalus, the patient was taken back to operating theater on (B)(6) 2021 and the entire shunt was removed and was replaced with a new evd. The failure of the valve is unknown; however, the patient clinically improved after conversion from a pleural shunt to a peritoneal shunt. The patient had ongoing ventriculomegaly on the head cat scan. Patient initially had some improvement in neuro exam immediately postop (suspected that it was due to draining of csf intraoperatively). The patient had two more shunt implants and revisions and only clinically improved after they converted the patient from a pleural shunt to a peritoneal shunt. The patient has now been discharged and is doing well.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 2 reports. Same patient. Different valves. Other mfg report number: 3013886523-2021-00209. A facility reported that the certas plus with sg was implanted to a patient on (B)(6) 2021, with an initial setting of 4, then changed to a setting of 5 due to over drainage. The patient presented with confusion and CT evidence of ventriculomegaly. The patient then presented with obstruction and the setting was turned down to 2 with no improvement. The patient was taken for a revision. Intra operatively the peritoneal end drained freely when tested with a burette. The valve did not drain when the reservoir was pumped. The valve was disconnected, and the ventricular catheter drained freely, indicating the valve was not working. The valve was explanted on (B)(6) 2021 and the shunt was externalized to an evd and is awaiting further treatment. Additional information was received indicating that a second valve was implanted and also failed. It was explanted. No additional information has been provided after several attempts.